Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that there was a call your doctor icon. The caller reported a power-on-reset (por) condition which the patient saw yesterday on her programmer and recharger. It was noted that the patient connected with the device during the report and when she turned her implantable neurostimulator (ins) on, she did not see the por message. It was noted that the patient was very careful about recharging her device and typically recharged mondays and fridays. It was noted that the patient last charged full four days prior to reporting. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), impl anted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).